Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck inside the body- vagina foreign body in reproductive tract. Discomfort-vagina vulvovaginal discomfort, it must be a quality issue suspected product quality issue. Case description: consumer reported via email that the tampon became stuck inside the body. No serious injury was reported.